Event description:
The pump was returned for investigation. Investigation revealed an internal electrical component had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/03/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/03/2013 with the following findings: a review of the pump history showed that multiple low battery warnings and replace battery alarms had occurred. Testing revealed that current draws were not within specifications. An internal component on the printed circuit board was found to be defective causing short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).